Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and blood at insertion site and also reported a differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 38 mg/dl. The hypoglycemia was treated with food. The event involved products mmt-1884, mmt-7040a, mmt-399a and mmt-332a. Troubleshooting was partially performed and later declined for low blood glucose. It was unknown whether the customer has used the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose reading mismatch. The customer blood glucose was 38 mg/dl and sensor glucose value was 91 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 53 mg/dl and it was beyond 30% limit. Troubleshooting was performed for site issues and blood visible on the sensor connector and advised customer to insert sensor in a different location and monitor site. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.